Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise and oversensing leading to inappropriate anti-tachycardia pacing (atp) and shock therapy. The associated right atrial (ra) lead also displayed noise. Isometrics were performed and some noise was able to be reproduced. The patient was seen for a revision procedure. Upon opening the pocket testing was performed; connections were determined to have been secure. Fluoroscopy was performed which did not reveal any signs of a lead fracture or otherwise. The leads were inspected visually and again, no issues with the leads were noticed. The pace/sense portion of the rv lead was surgically abandoned. A new pace/sense rv lead was placed. The device was explanted, replaced and returned for analysis. There were no adverse patient effects reported.